Manufacturer narrative:
Batch review performed on 19-jun-2023. Lot 2006699: (B)(4) items manufactured and released on 08-oct-2020. Expiration date: 2025-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review.

Event description:
At about 2 years and 3 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head. The surgery was completed successfully.